Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-49 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, customer attempted to self-treat by drinking juice; however, customers husband reportedly called paramedics who treated customer by administering glucose gel. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.